Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the left ventricle lead could not be implanted as there was two much friction between the lead and guidewire that made it impossible to withdraw the guidewire. The lead was replaced during the procedure on (B)(6) 2020. The patient was stable.